Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they were not sure of the cause of the change in the stimulation was from although it was noted that the cause of the fall was the patient¿s dog. The impedances were checked and the battery was turned off to see if the stimulation was felt. This was all the information they had at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Representative stated the patient fell last week on her back. The patient was not hospitalized but now feels stimulation above the battery. There were no further patient complications are anticipated or expected as a result of this event.